Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: before applying the blunt tip trocar 10mm (oms-t10bt) on the patient, a scrub nurse tried to check ballooning of the trocar, using a syringe. However, ballooning did not work at all, even though the air went through the "inflation bulb" completely from the syringe. Leakage sound could be heard from somewhere around the inflation bulb. As a result, the scrub nurse replaced the broken trocar with new oms-t10bt. The information about the patient was not given. There was no patient injury. There was not any reinforcement material used in conjunction with the stapling device. The surgical time was not extended by more than 30 minutes due to the product problem. The subject device will be returned for investigation. There was no unanticipated tissue loss as a result of this problem .there was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem .